Event description:
Physician was attempting to deploy penumbra coil 400 and the coil detached as he was retracting it in the patient. He was able to snare the coil with no harm to the patient.

Manufacturer narrative:
Results: the coil appears to be damaged, and still has a snare attached. The stretch resistant (sr) wire is also broken and the proximal constraint ball is missing. Conclusion: the complaint has been evaluated. This complaint indicates that the coil detached as it was attempted to be retracted. During the evaluation of the product it was noted that the coil sr wire was broken. It is likely that the force used to manipulate the coil in the patient was greater than the tensile strength of the sr wire material, causing the coil sr wire to break and the coil to detach. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.